Event description:
A 55-year-old patient was scheduled for high-risk CABG and mitral valve repair surgery. The clinical team pre-planned the use of an impella 5.5 for perioperative hemodynamic support (type 2 indication). During the initial implantation, the impella 5.5 device was removed and replaced due to an unreliable pressure sensor. A second impella 5.5 pump was implanted successfully. Following completion of the cardiac surgical procedures, both the impella 5.5 and ecls were in place and functioning as intended. The patient required ongoing support with ecls, impella 5.5, and delayed chest closure. Continuous renal replacement therapy (crrt) was initiated during this postoperative period. ECMO weaning occurred on postoperative day 7. Chest closure was completed on day 10. Impella 5.5 support was weaned successfully on day 13. No information was provided regarding renal function after this time point.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.